Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel dissection is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a percutaneous transluminal angioplasty (pta) with the subject device for a transient ischemic attack (tia) of the left internal carotid artery. After the pta was performed, vessel dissection occurred; therefore, a stent was deployed and pta was performed again. Approximately five days later, the patient recovered and was discharged.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a percutaneous transluminal angioplasty (pta) with the subject device for a transient ischemic attack (tia) of the left internal carotid artery. After the pta was performed, vessel dissection occurred; therefore, a stent was deployed and pta was performed again. Approximately five days later, the patient recovered and was discharged.